Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy/rouxen-y, at the first firing on duodenal resection, when clamping the tissue and trying to fire, the handle could not be squeezed. The reload was replaced with a new one and the device was able to be fired normally. There was no patient injury.